Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in early 2008. According to the complainant, when the physician went to place the teneculum stabilizer onto the sheath, the physician inadvertently punctured the sheath. The physician completed the procedure with another of the same device. Reportedly, there were no pt complications and the pt is fine.